Event description:
It was reported that the customer had a motor error alarm on her insulin pump during a bolus. The customer's blood glucose level was 590 mg/dl. Customer was assisted with clearing the alarm. Customer stated that they are able to complete the rewind sequence. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was advised to return the pump with the battery an zero out the basal rates. Customer declined troubleshooting for high blood glucose levels because she knew it was high due to playing volleyball. No additional information provided.

Manufacturer narrative:
The insulin pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The insulin pump passed functional testing. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.